Event description:
Dr made his incision and visualized the port. He realized at this point that the catheter was no longer attached to the port and that the catheter could not be seen in the incision. He used the c-arm to visualize the catheter and then closed the incision. Dr removed only the port; did not remove the catheter.